Manufacturer narrative:
Upon receipt at our post quality assurance laboratory visual inspection of the device noted electrocautery marks on the device casing and tool marks in the device header surface. In addition a hole was noted in the df- seal plug, and damage on the df+ and v+ seal plugs. Analysis confirmed that the header of the device was loose, but remained intact. All setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. Laboratory analysis could not confirm a detached header and concluded that the loosening to the header was consistent with inadvertently induced damage. The device met specification electrically.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively explanted. After the explant it was noted that the header was detached from the device casing. The physician confirmed that some force was used when explanting the device due to the position of the device in the pocket. A new device was implanted with no complication. The ICD will be returned and analyzed. No adverse patient effects were reported.